Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 30 was verified; alarm 8 could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent alarms (alarm 8 and 30) occurred during basal delivery. Customer changed the cartridge multiple times. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 330 mg/dl.